Event description:
It was reported that pump displayed malfunction alarm with code 12 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, successfully reset pump with guidance, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.